Manufacturer narrative:
(B)(4). The device was discarded and is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip is filed under a separate MFR report number.

Event description:
This is reported as the clip delivery system caught in the right atrial appendage and tissue damage occurred. It was reported that this was a mitral and tricuspid valve case with moderate to severe mitral regurgitation (mr) grade 3-4 with a previous alfieri stitch and severe mitral annular calcification, and severe tricuspid regurgitation (tr). The tricuspid valve was approached first. Clip delivery system (cds0602-xtr 80618u155) was attempted to be positioned over the tricuspid valve. During positioning, the clip caught on the right atrial appendage. The clip was removed from the right atrial appendage. The cds with undeployed clip were removed from the anatomy without further issue. Once outside the anatomy, tissue (trabeculae) was noted on the clip. On echocardiogram, no damage was noted to the right atrium. No intervention was performed. No additional information was provided regarding this device issue. Subsequently, another clip was deployed on the anterior and septal leaflets. However, after 5 minutes the clip was seen detached from the septal leaflet. As treatment, another clip was implanted, reducing tr to grade 3.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported adverse event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, the reported clip getting caught on right atrial appendage resulting in difficulty removing the device appears to be related to user technique/procedural circumstances. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. However, the reported tissue damage (mitral valve injury) appears to be a result of procedural circumstances of difficulty removing the clip from the patient's anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.